Event description:
It was reported that the customer was experiencing high blood glucose. The customer stated that when she changed the infusion set, she found that there was a bent cannula. The customer's blood glucose was 465 mg/dl. The customer treated herself with an insulin pen. Troubleshooting was done. The customer stated that she received a no delivery alarm during the high pressure test as expected. Advised customer that the insulin pump was working as designed. Advised customer to contact her healthcare provider to check the settings and ensure everything was working as it should. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.